Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this 26 mm transcatheter bioprosthetic valve into a failed 21 mm non-medtronic surgical valve, the valve dislodged into the sinus of valsalva (sov). A snare was used to pull the valve up and around the aortic arch where it was left implanted. Angiography confirmed all great vessels off the arch were filling. A second valve was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.